Event description:
It was reported that during a gastric bypass procedure, the device was ejecting malformed clips on the second or third firing. The procedure was completed with the same device. Three was no pt consequence.